Event description:
The patient was unable to adjust stimulation, and her programmer showed the "call your doctor" icon as well as a por (power on reset) condition. Patient had a new device implanted, and the power went out in her house last night. Additional information was requested.

Manufacturer narrative:
(B)(4).